Event description:
It was reported that an overdose occurred and was ¿solved independently.¿ the patient had overdose symptoms and went into a coma and recovered independently. This required the patient to be hospitalized and reprogramming was performed. The physician later reduced the dosage from 700 micrograms to 500 micrograms. No diagnostic testing or troubleshooting was done but reported as to be done in the future. This device system delivered lioresal. It was further reported that the patient was ¿fine¿ and receiving effective therapy. The patient was to be seen by the physician in (B)(6).

Manufacturer narrative:
(B)(4).